Event description:
It was stated in the report that when they changed the cartridge with a new one, it would not load insulin through the tubing. They have had multiple problems with the tubing kinking so the pump will stop delivering and notify very loudly.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.